Event description:
It was reported the holding sleeve was worn at the tip and needs to be replaced after many uses. This was discovered during re-stocking activities. No patient was involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was conducted. The report indicates that the reported instrument and similar device are holding sleeves with the same design, one is a short version and other one is a longer version. The matrix spine system includes 5 holding sleeves for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. The applicable technique guides (reference #j9698-d, j9699-d and j9700-d) illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Upon inspection of received device, it confirmed that half of the first two threads are broke off from the distal tip of this locking holding sleeve. Damage seen is not considered a worn out tip as originally reported. Improper use of this holding sleeve can contribute to the hazard confirmed in this complaint. The applicable associated drawings (holding sleeve: 03_632_001+_036 rev j, and 03_632_001_1+036_1 rev c) were reviewed. Dco 10021253 and CAPA (B)(4) initiated changes performed to the holding sleeve to address the hazard of this complaint for reducing the occurrence. The tip geometry on the inner sleeve was changed to a more constant outer diameter, and the material of the outer sleeve changed from radel plastic to anodized titanium in dco 10021253. The received instrument of lot #6676662 was released in december 2011, after the implementation of these changes. The device design was found to be adequate for its intended use and did not contribute to this complaint condition. In conclusion, this complaint is confirmed as tip damage of the returned instrument is verified. This complaint condition was likely caused by improper loading, most likely off-axis application of the screw: sleeve interface or force applied while the sleeve was not fully seated in the screw as previously explained. This complaint condition is adequately covered by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: magnum manufacturing center manufactured the holding sleeve long for matrix, part number 03.632.036, and lot number 6676662. Initially, the part conformed to the supplier¿s certificate of conformance and synthes final inspection. There were no material review reports, non-conformance reports, or complaint related issues with this lot. A manufacturing evaluation was completed: the device was received with the screw threads on the tip are damaged; no fragments with complaint. The relevant dimensions that could be checked were checked and passed. Not all the relevant dimensions were checked due to the damage to the device. Based on the evaluation and the unknown cause, this complaint is considered confirmed but is not manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant/explant date: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.